Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis and expired on (B)(6) 2021. Due to these events, it was reported the patient transitioned to hemodialysis (hd) for rrt through a temporary intrajugular (ij) hd catheter (not a fresenius product). During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) verified the patient was hospitalized on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value unavailable) was obtained, and the patient was diagnosed with peritonitis. The pdrn reported the patient was started on intraperitoneal (ip) antibiotics (drugs, doses, frequency, duration not provided), however the peritoneal effluent fluid culture returned positive for pseudomonas aeruginosa on (B)(6) 2021 and the patient¿s pd catheter (not a fresenius product) was removed. The pdrn stated causality was never identified, as the patient never returned to the outpatient home dialysis clinic. However, the pdrn stated the patient¿s liberty select cycler was performing as expected and did not malfunction prior to the patient¿s hospitalization. On 11/feb/2021, the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) in order to undergo hd for rrt. The patient¿s condition reportedly started to decompensate (specifics/dates not provided), and radiological studies discovered the patient had developed an ileus. Although the details are largely unknown, the pdrn reported the patient¿s health further deteriorated (i.e., uncontrolled atrial fibrillation, multisystem organ failure), and on (B)(6) 2021 the patient entered into hospice care. The intention was to have the patient continue to undergo hd therapy, however the patient expired on (B)(6) 2021 before hd had begun. The pdrn stated there was no report of any fresenius device(s) and/or product(s) malfunction and/or deficiency. Additional information (e.g., discharge summary, death certificate, treatment records, esrd death notification, hospital records) was requested, however the documents were unavailable. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by cloudy effluent fluid and abdominal pain. These events required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal and a transition to hd therapy. The cause of the patient¿s peritonitis is unknown; therefore, causality cannot be firmly established. However, the patient¿s pdrn reported the events were unrelated to any deficiency or malfunction of a fresenius product(s) or device(s). (B)(6) epidermidis is one of the most common sources of infection in indwelling medical devices. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Additionally, a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s ileus, uncontrolled atrial fibrillation, multisystem organ failure and expiration, as the patient¿s last ccpd treatment was on (B)(6) 2021. The pdrn reported the patient was receiving hospice care as of (B)(6) 2021 and expired on (B)(6) 2021. The patient¿s death was an expected and inevitable outcome. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s serious adverse events.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis and expired on (B)(6) 2021. Due to these events, it was reported the patient transitioned to hemodialysis (hd) for rrt through a temporary intrajugular (ij) hd catheter (not a fresenius product). During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) verified the patient was hospitalized on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value unavailable) was obtained, and the patient was diagnosed with peritonitis. The pdrn reported the patient was started on intraperitoneal (ip) antibiotics (drugs, doses, frequency, duration not provided), however the peritoneal effluent fluid culture returned positive for pseudomonas aeruginosa on (B)(6) 2021 and the patient¿s pd catheter (not a fresenius product) was removed. The pdrn stated causality was never identified, as the patient never returned to the outpatient home dialysis clinic. However, the pdrn stated the patient¿s liberty select cycler was performing as expected and did not malfunction prior to the patient¿s hospitalization. On (B)(6) 2021, the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) in order to undergo hd for rrt. The patient¿s condition reportedly started to decompensate (specifics/dates not provided), and radiological studies discovered the patient had developed an ileus. Although the details are largely unknown, the pdrn reported the patient¿s health further deteriorated (i.e., uncontrolled atrial fibrillation, multisystem organ failure), and on (B)(6) 2021 the patient entered into hospice care. The intention was to have the patient continue to undergo hd therapy, however the patient expired on (B)(6) 2021 before hd had begun. The pdrn stated there was no report of any fresenius device(s) and/or product(s) malfunction and/or deficiency. Additional information (e.g., discharge summary, death certificate, treatment records, esrd death notification, hospital records) was requested, however the documents were unavailable. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by cloudy effluent fluid and abdominal pain. These events required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal and a transition to hd therapy. The cause of the patient¿s peritonitis is unknown; therefore, causality cannot be firmly established. However, the patient¿s pdrn reported the events were unrelated to any deficiency or malfunction of a fresenius product(s) or device(s). Staphylococcus epidermidis is one of the most common sources of infection in indwelling medical devices. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Additionally, a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s ileus, uncontrolled atrial fibrillation, multisystem organ failure and expiration, as the patient¿s last ccpd treatment was on (B)(6) 2021. The pdrn reported the patient was receiving hospice care as of (B)(6) 2021 and expired on (B)(6) 2021. The patient¿s death was an expected and inevitable outcome. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s serious adverse events.

Manufacturer narrative:
Corrected information: h10- the plant investigation summary was inadvertently submitted in the initial MDR. The investigation results received final approval on 3/25/2021 and the previously submitted plant investigation summary accurately reflects the finalized plant investigation. Clinical investigation missing in initial report. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the cycler, cycler set and the adverse event of peritonitis, characterized by cloudy effluent fluid and abdominal pain. The cause of the patient¿s peritonitis is unknown; therefore, causality cannot be firmly established. However, the patient¿s pdrn reported the events were unrelated to any deficiency or malfunction of a fresenius product(s) or device(s). Staphylococcus epidermidis is one of the most common sources of infection in indwelling medical devices. Additionally, those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. A temporal relationship does not exist between ccpd therapy utilizing the cycler, cycler set and the patient¿s ileus, uncontrolled atrial fibrillation, multisystem organ failure and expiration. The pdrn reported the patient was receiving hospice care as of (B)(6) 2021 and expired on (B)(6) 2021. The patient¿s death was an expected and inevitable outcome. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. Based on the information available, the cycler and cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s serious adverse events.